Event description:
This pi is for the left knee. As reported: "patella and size 4x9mm ps insert revised on left knee. Osteolysis found behind left patella. Size 4x9mm ps insert revised on right knee." Spoke to rep, who provided explant and intra-op pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event:  an event regarding osteolysis involving unknown patellar component was reported. The event was not confirmed.    Method & results:  device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows there is evidence of boney ingrowth. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant  device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An event regarding osteolysis involving unknown patellar component was reported. The event was not confirmed.    Method & results:  device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows there is evidence of boney ingrowth. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant  device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the left knee. As reported: "patella and size 4x9mm ps insert revised on left knee. Osteolysis found behind left patella.